Event description:
The patient was undergoing an embolism procedure in the right internal carotid artery (ica) using a pxslim deliver microcatheter and penumbra 400 coils. During the procedure, after nine penumbra coils were deployed, the pxslim was advancing to the right ica along a traxcess 14 guide wire and it became kinked. The physician retrieved it out of the patient. The patient's condition was reportedly favorable after the operation. Physician's comment: I could not push the pxslimstr since its tip got kinked.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.